Manufacturer narrative:
The pad device was installed on (B)(6) 2012. A successful weekly auto self-test took place on (B)(6) 2012. The returned pad-pack from lot a1270 was inserted into the device. The device passed and auto self-test but the red status indicator continued to flash accompanied with a beep. When the device was disassembled for investigation it was found that the ribbon/tail of the membrane had been folded. This resulted in the absence of the status indicator. The membrane tail had been folded during assembly causing the latent failure. The pad-pak, which contains the electrodes and batteries, is labeled for single-use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.